Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the following information, however not received to date. Were any anomalies noted of the drain condition upon placement? Was a j&j reservoir used with the blake drain? Did the drain function as intended? Was drain removed /replaced with a 2nd drain? Was an adapter or connector used to attach a reservoir? If no, how was reservoir attached/held in place? Why was the drain cut? How was suction applied (another manufacturer¿s reservoir, vacuum)? Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure? What is the current status of the patient? What is the physician¿s opinion as to the etiology of or contributing factors of this event? Does the surgeon believe there was an alleged deficiency of the device that potentially contributed to the event? If so, what was the alleged deficiency? To date the device has not been returned the additional information requested has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a mammaplasty on (B)(6) 2019 and a drain was used. The drain did not fit into the reservoir. The doctor resorted to unspecified ways of connecting drain and reservoir. Doctor chose to cut the drain before the valve and connect it directly to the reservoir, improvising the fitting of the drain in the reservoir, noting that the reservoir is not from the manufacturer according to medical and hospital report. The patient had a hematoma. The patient was reoperated on for breast collection drainage in day clinic + local anesthesia. Patient had a collector formation and bruise on breast. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). The batch review of in-process and final packaging inspections as well as the manufacturing process with respect to the production batch # j1610893 (4,800 pcs), these products reported to be manufactured, inspected and packaged in conformance with customer specifications and have been found to be acceptable within all parameters.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/4/2020. Patient code: 3189-surgical intervention.